Event description:
Per the clinic, the patient experienced an infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinc, the patient was hospitalized (specific date and duration not reported) and was treated with IV antibiotics. The patiemt was also treated with oral and topical antibiotics (specific date & duration note reported).